Manufacturer narrative:
The mask was returned to resmed for an investigation. No abnormalities, damage, missing components, or evidence of material detachment were observed. All mask components were present and intact. The allegation of fragment/object originating from the mask could not be confirmed. The investigation determined there was no fault found with the returned mask. Resmed¿s risk associated with use of the device remains acceptable. Resmed reference#: (B)(4).

Manufacturer narrative:
The mask was not returned to resmed. The investigation methods, results and conclusion are not finalized at this stage. When more information becomes available, a supplemental report will be submitted. The airfit f20 user guide provides the following warning: ¿if any visible deterioration of a system component is apparent (cracking, discoloration, tears etc.), the component should be discarded and replaced.¿ resmed reference #: (B)(4).

Event description:
It was reported to resmed that a patient inhaled a small plastic piece of their airfit f20 full face mask while using the mask. The patient reported that the plastic piece became lodged in their epiglottis area causing discomfort, coughing and pain. The patient visited the emergency room the next morning and the piece was removed.